Event description:
It was reported that the physician suspected that this right atrial (ra) lead dislodged, causing oversensing, pacing inhibition, and low amplitude measurements. Technical services (ts) discussed several troubleshooting and programming options. The device was reprogrammed to right ventricular (rv) only pacing and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.